Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was elevated (319 mg/dl). Customer treated elevated levels via the pump. The customer reported that the health care provider had changed pump settings.

Manufacturer narrative:
.